Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6004388, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 17-sep-2025 against "final reporting decision" equal "serious injury and death", "lot number" criteria equal lot number "6004388". The count of complaint is 3 which is equal 3. Further investigation is required via corrective and preventive action (CAPA) determination assessment using statistical analysis. The complaint numbers are: "[(B)(4)]". Device history record (DHR) the lot 6004388 was manufactured according to the work instruction (wi) version 108 and manufactured in the line 3 on 26/nov/2023, with a total of (B)(4) units. The DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Test results: physical samples were requested; however, the customer has confirmed that no samples are available for testing. In order to test the product, the reference samples from the lot have been requested. The reference samples for batch 6004388 were previously tested in complaint (B)(4) on 28/jun/2025. Investigation process of the complaint was carried out in accordance with: work instruction (wi) guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and work instruction (wi) guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, the thresholds of 3 reportable complaints is met for the lot in question and final reporting decision, further actions are required. This complaint requires further CAPA determination assessment."

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event where the infusion set tubing was leaking at the site on (B)(6) 2025. The blood glucose level was 580 mg/dl at the time of the event due to which patient required assistance from emergency room (ER) and got treated with intravenous (IV) fluids of saline and insulin. Patient was also found positive for ketones. The duration of emergency room stay was 6-8 hours. No further information available.